Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted the helix was received extended and bent. The helix would not retract within specification.

Event description:
It was reported that during the implant procedure, the lead was repositioned several times due to bad sensing. The lead was removed to check for blood clots and during this process the helix had to be turned 25 times to fully extend. The physician opted for a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.